Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in atrial fibrillation. The patient's pacemaker exhibited atrial undersensing during this episode. Programming changes were made. No patient symptoms reported.